Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lightning struck near the patient's home and a loud snapping sound was heard. The transmitter power light was noted to be off and the device was disconnected and checked for damage; the prongs noted burn/charring and electrical damage. The device would no longer be used and replaced.

Manufacturer narrative:
Final analysis found burn marks on the ac power adapter which caused the reported inability to power the transmitter. It was suspected that the damage sustained occurred after exposure to an electrical storm.